Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection revealed no obvious anomaly, such as a break, which could lead to the poor gas transfer performance. The actual sample, after having been rinsed and dried, was tested for its gas transfer performance. Bovine blood arranged to hb12.0 g/dl, temperature 37deg.c., ph:7.4, svo2: 65% and pvco2:45mmhg was circulated in the oxygenator module under the following conditions: @ v/q=1, fio2 =100% and the flaw rate of 2l/min. And 1l/min. Result: o2 transfer @2l/min=121ml/min, @1l/min.= 68ml/min, co2 removal@2l/min= 106ml/min, @1l/min.= 50ml/min. The obtained values were confirmed to meet the factory's specifications. No anomaly was noted in the gas transfer performance of the actual sample. A review of the device history record and product release decision control sheet of the involved product code/lot# combination was conducted with no findings. IFU states: do not supply gas during priming. A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 5 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. Capiox fx05 is designed to operate at blood flow rates within the range of 0.1 to 1.5 l/min. Do not use any blood flow rate outside this range. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. It is likely that long-time priming during preparation caused the state of the priming solution to be changed (e.g. Decrease in pco2), when blood flowed into the circuit, blood clots occurred and clogged the fiber, resulting in hindering the contact between the blood and gas; water drops were generated in the gas channel due to wet lung phenomenon caused by a long-time priming; the contact between the gas and the blood was hindered due to this phenomenon; or calculated from the patient's bsa, the performance that fx05 size can provide was insufficient for the patient, resulting in svo2 decreasing, and pao2 decreased accordingly. (It is presumed that pao2 increased slightly when the blood temperature was decreased because the lower the blood temperature become, the easier o2 can dissolve in the blood (= the easier pao2 can increase)). However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the capiox oxygenator was primed and set-up for a case around 7:00 am. The case did not start until 2:00 pm. Overall the oxygenator did not respond well and the po2 was low, running at 100% oxygen. Po2 came up very slowly while cooling, then started to fall back down again. Po2 around 115 at 100%. When patient came off pump and ventilation started, the po2 immediately went up to around 400. The product was no changed out. It was reported to be unknown if the surgery was completed successfully. The issue was discovered during bypass. There was no blood loss.